Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she had been having problems with the implant and had been meeting with the manufacturer representative (rep) regarding the problems and the rep indicated the patient had high impedance. There no symptoms reported. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0dy97, implanted: (B)(6) 2013, product type lead. (B)(4) applies to the lead only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-jan-23. It was reported that the patient has not gone back to their healthcare professional (hcp) regarding the issue previously reported but they did meet with their manufacturer representative who reprogrammed their device. The patient stated that the device was somewhat better but they experience jolts/shocks every now and then from the high impedances. The patient stated that they think their lead needs to be replaced but for now they are just taking pills and using their stimulation. The patient stated that they would continue working with their hcp to get the stimulation issue resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.